Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular (rv) lead exhibited multiple noise reversion and high ventricular rates episodes stored, all egms appear oversensing on rv lead. Noise could not be reproduced in clinic. The lead was reprogrammed. Rv threshold and sensing were stable and within normal limits. The patient was stable and would continue to be monitored.